Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse found the base pump nut was cracked and replaced the base pump. Fluidics checks passed and the probes were calibrated. Quality controls and multi-diluent 11 precision testing were run, resulting within range. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The samples were then repeated twice on an alternate advia centaur cp instrument, resulting lower and matching the repeat result obtained on the original instrument. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.